Event description:
Device malfunction: none. Time of symptoms/ae: post-procedure. Symptoms/ae: cerebral vascular accident, hyperperfusion and cerebral bleed. It was reported that a pt died post-procedure, during hospitalization, of a right carotid artery stenting in 2006. It was noted that the procedure was uneventful, however, the physician stated that the pt had a cerebral vascular accident and expired during the night. It was further reported that the pt may have had an episode of hyperfusion syndrome, but was later diagnosed with a cerebral bleed and that drugs were given. No add'l info available.